Event description:
Info received indicates the foot hi/low function is drifting slowly.

Manufacturer narrative:
The technician isolated the issue to a hydraulic valve. He reported the hydraulic valve to repair the bed.